Event description:
The pt experienced a return of spasticity and severe pain that was out of control. The pt was taken to the hospital and admitted to the ICU. They were unsure if the pump was causing issues or if other health issues were the concern. The pump was replaced. The pt was returned to the ICU following surgery, but was "drastically improved". It was noted that during surgery, the catheter was trimmed in the pump pocket and there was no free flow of csf. They aspirated and pushed multiple times, flushing with nacl and dye. Eventually they got some flow. The physician didn't want to go to the back as they found out during the case that the pt had positive blood cultures. It was thought that the catheter had a kink of clog. They were hoping that the catheter would maintain flow. The pt had no pain following surgery, no jerky movement, but was still sleepy. It was later reported that the pt recovered without sequela. The device system was used to deliver compounded baclofen and morphine sulfate.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent the analysis is complete.